Event description:
The customer reported via email that the blood glucose results on the monitor were "7.5 or 8." The customer didn't know what these results mean. The customer could not be reached to provide additional information. No adverse event reported. The device serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.